Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel and did not meet production specifications for bur insertion and removal, water spray and leak test, according to requirements. Quality personnel then investigated the attachment, the maximum temperature while free running with coolant spray off was 31.2 c and 28.2 c under load testing with coolant spray on. These temperatures did not exceed requirements. Microscopic evaluation revealed wear on the inside surface of the cap button that faces the pusher and on the pusher itself. This indicates severe interaction between these two mechanisms during use which could have caused the heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.